Manufacturer narrative:
Information references the main component of the system and other applicable components are product ID: 3889-28, lot# va0yka3, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) reported that cause of the implant not working lead was disconnected. The representative was call in the hcp's office and they did impedance test. It was noted that they explanted the device in the operation room. The patient's indicators were for gastrointestinal/ pelvic floor.

Event description:
Additional information was received. It was reported that the patient had a heart attack and fell about a year ago. It was noted that the lead and ins were replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.